Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker declared safety mode. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker declared safety mode. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.